Event description:
Customer's spouse reported via phone call that the customer's blood glucose was under 200 mg/dl the night before and in the morning it had gone up to 430 mg/dl. The customer treated with a manual injection and went to the emergency room. Blood glucose at the beginning of the call was 335 mg/dl, he was treated with fluid and at the end of the call, he was 241 mg/dl; customer treated with a bolus. The customer was assisted with checking the programming on the insulin pump, changing the infusion set and reconnecting. The customer found the cannula bent on his previous set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.